Manufacturer narrative:
During incoming inspection at the (B)(4) distribution site, the inner pouch seal of the durastar ptca balloon catheter was found "completely peeled off, and the sterility was compromised". The product box was intact and the actual product had no damage. There were no anomalies except for the opened seal. The product wasn't used and no patient injury occurred. This is a consignment product in (B)(4) and this package had been distributed twice to customers. The product was neither re-sterilized nor re-packaged. No pouch damage had been noted on prior inspections. The actual product was not returned for analysis; however pictures were received that show one of the supplier pouch seal is open in the middle section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed, based upon the photograph submitted. Although the exact cause could not be conclusively determined, actions were previously opened to address this type of complaint on firestar and durastar ptca balloon catheters.

Event description:
During inspection, the inner dura star balloon package pouch seal was completely peeled off, and the sterility was compromised. The dura star is sold on consignment (B)(6), and every dura star device is inspected before shipping. Only the products that have more than 3mm width of heat seal are shipped to customers. During this inspection, the product with open pouch was found. The product box was intact and the actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The pictures of the failure point were uploaded. The product will be returned for analysis. Additionally it was reported that the event was not noticed when the product was initially received. The product was distributed to different customers two times.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14125705 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were issued for this lot 14125705. The receiving inspection records for the used pouch (lot: 200903230033) was reviewed, and this lot was deemed acceptable. The product configuration check was reviewed and no anomalies were found during the process of this lot. The operator qualification records for pouch sealer machine. All operations were conducted according to established guidelines. Calibration records for pouch sealer machine were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for pouch sealer machine was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Additional information will be submitted within 30 days of receipt.